Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that the cuff of the tracheostomy tube would not stay inflated. The tracheostomy tube was removed and the pt was re cannulated.